Event description:
The report states that on (B)(6) 2013, the patient was treated for abdominal aorta aneurysm using a gore excluder aaa endoprosthesis featuring gore c3 delivery system. Pre-existing medical conditions included unspecified illness of the left kidney. There was a lot of thrombus in the neck. The trunk-ipsilateral leg endoprosthesis (rmt281412/11332732) was introduced over the right side and deployed successfully. A gore excluder aaa contralateral leg endoprosthesis (pxc181000/10916798) was advanced outside the sheath and deployed. By forcing, the trunk was pushed up a little bit. The final angiogram showed the trunk to be located a few mm proximal to the renal arteries. Blood flow was visible in the left renal artery 2 cm apart from the ostium, but the left kidney was not perfused. While placing a stent in the left renal artery, the ostium was closed by the proximal flap of the trunk. To reopen, another stent was considered to be implanted. During canulation, the catheter dissected the left renal artery. Surgery was stopped. On (B)(6) 2013, the patient was in good general condition. It was unknown, if the patient will be monitored and receive additional procedure to repair the occlusion.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.